Manufacturer narrative:
The renasys touch device and power supply ktah160217, intended for use in treatment was returned for evaluation. The device was found to have no visual defects, the functional test confirmed the battery and the keypad were both defective. The manufacturing records reviewed show that there were no issues at the point of release that could have caused or contributed to the reported event. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required. In conclusion it is likely that the battery failed due to it becoming fully depleted whilst in storage. A process has now been implemented within the distributions network to regularly charge devices to ensure the main battery never becomes fully discharged whilst in storage. The keypad failure has been established as hardware failure. Recommendations storage of the device should be within an area that is not subject to high temperatures. Ensure the device is fully charged prior to use. Locking the screen is recommend during the charging process. Do not charge the device whilst it is stored in its carry bag. It is important that all users of this device, read and follow the instructions in the supplied manual for use.

Event description:
When renasys touch was activated, the machine did not start up. Even after connecting it to the mains for 30 min. Pressing for more seconds the power button gave no signal. The machine in question arrived from its headquarters, packed in the transport case. The procedure was interrupted, waiting to receive as soon as possible renays touch to be replaced.